Manufacturer narrative:
D10 concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6) egia45amt, egia45amt egia 45 artic med thick sulu (lot#: unknown) sigpshell, sig power sigpshell control shell (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic and esophageal cancer radical surgery, while on anastomosis of the esophagus and stomach, the stapler's firing only advanced about 2 cm. It was also noted that during the fifth firing (when the trouble occurred), there was a strange sound coming from the handle. When the trouble occurred, the articulation was in a state that was almost close to neutral, and it seems that it was during the fifth firing. Transition from thoracoscopic surgery to laparotomy and thoracotomy were done. Additional resection and suturing with the a stapler were made and was found that the patient's tissues were fragile. The operation in thoracoscopic did not go smoothly, and it was finally transitioned to thoracotomy.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned handle noted no abnormalities. Functional testing noted there were no abnormalities. The handle had 269 of 300 procedures remaining. The handle was noted to be running v29.6 software. An rpa clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to be fired without issue. An rpa reload was attached to the device and was able to be clamped and articulated without any issues. The data saved to the handle was analyzed and it was noted that the handle displayed an excessive load warning during firing. This occurs when the strain gauge reaches its maximum value and would cause the handle to stop the firing. The user did not attempt to continue firing and pressed the open key. This caused the knife blade to retract before it reached endstop. It was reported that while on anastomosis of the esophagus and stomach, the stapler's firing only advanced about 2 cm. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that during the fifth firing (when the trouble occurred), there was a strange sound coming from the handle. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if the stapler stops while firing, release the down/fire button, and any other button or toggle that may be pressed. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing. If continued firing is desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing. If the stapler is unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.